Event description:
The complainant reported an impella cp was being prepped and the purge cassette was not properly seated in the automated impella controller and was damaged while closing the door prior to insertion of the device. The doctor requested that a new pump kit be opened. The damaged purge cassette was replaced and the doctor recognized that there was not an issue with the original pump. The replacement pump was used successfully. The original pump was opened but never connected or implanted. There was no patient harm and the device was discarded.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.